Manufacturer narrative:
A2) patient age - average patient age: the mean age was 74 years. A3a) patient sex - sex of majority of patients involved: 76.5% were men. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defect (occlusion) and myocardial infarction are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 18jun2023) ¿long-term clinical outcomes of excimer laser coronary atherectomy for the management of recurrent in-stent restenosis¿. The article retrospectively reviews a study aimed to assess the long-term clinical outcomes of elca for the management of recurrent isr. A total of 51 patients were enrolled in the multicenter study between 2014 and 2022. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters (0.9 mm (33 catheters) and 1.4 mm (18 catheters)). At follow-up, between 6 months to 4 years, complications included 10 target lesion revascularizations and 4 myocardial infarctions. Additionally, there are 15 deaths (4 cardiovascular deaths, 11 non-cardiovascular deaths) (MDR # 3007284006-2026-00128). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 18jun2023 has been used, the date of publication. Farag, m, van den buijs, d, loh, sx, poels, e, ameloot, k, janssens, l, bennett, j, tahon, j, dens, j, egred, m_2023_long-term clinical outcomes of excimer laser coronary atherectomy (elca) for the management of recurrent in-stent restenosis. Index j invasive cardiol 2023;35{7):e365-e374. Doi: 10.25270/jic/22.00380. This report captures the 10 target lesion revascularizations and 4 myocardial infarctions after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.